Manufacturer narrative:
Photographs of the concentrator were provided. They show that the tubing from the left sieve bed is darkened, and the tubing leading to the pe valve formed a hole that allowed sieve material to escape. These photos indicate that an overheating event occurred within the device, but there is no evidence of a sustained burning. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator was returned to invacare and is pending inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
A dealer reported that the irc5po2v concentrator made a loud noise and had a small fire inside that went out. The dealer indicated that the issue appeared to be the pe valve. The dealer advised that the end user was not hurt.